Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2013, to excise keloid tissue growing over the abutment site. During the same procedure, the abutment was exchanged. The implanted device remains.

Manufacturer narrative:
Correction: the correct catalog no. Is 92130; not 93329 as previously reported. This report is filed november 27, 2013.

Manufacturer narrative:
(B)(4). Implanted device remains.